Event description:
The user facility reported that the sterilizer was leaking and emitting a burnt smell. No injuries, property damage, procedural delays or cancellations reported.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found the leak was in the user facility utility drain plumbing and not the steris sterilizer. The technician found that the burnt smell was due to a cable from the solenoid valve on the sterilizer which was right next to the steam line. When the cable came into contact with the hot steam it caused the cable cover to melt and emit a burnt smell. The technician relocated the cable away from the steam line, tested unit and confirmed it was operational; no further issues have been reported. Steris has determined this is an isolated event.